Event description:
Bed exit will not alert at nurse's station, but will alert at bed side. No injury was reported. Found loose connector on utv pcb prt coming from right side rail. Replaced utv pcb. Conducted a function test. Unit functioned as designed. Returned unit to service.